Event description:
The patient reported their trial had been a two day nightmare. One day after the trial implant had been implanted the patient noticed the wires ¿were hanging out of their back¿ and across their back and wants it removed. They noted the gauze had fallen out from beneath the wrapper and were just hanging there. The patient was bleeding so they called their manufacturer representative. Their manufacturer representative noted the wire may have moved. The patient was in a lot pain and getting no help from the device. The patient went to the emergency room on (B)(6) 2014 and had the lead removed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).